Manufacturer narrative:
(B)(4). Per DHR the product auto end05 ml, lot # 73b1700183 was manufactured on 02/13/2017 a total of 291 pieces. Lot was released on (B)(6) 2017. DHR investigation did not show issues related to complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
First 3 clips were fired and loaded to the applier properly. When the physician fired the 4th clip to ligate the right gastroepiploic artery, the clip was not loaded properly and it fell from the applier into the patient. The fallen clip was immediately removed and next clips from 5th to 8th were fired without problem. The 9th clip was not loaded properly and the applier jaws would not open. There was no patient injury.

Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that it was returned with its trigger partially engaged and a clip partially loaded. The device was received with its rotation tab bent and the tube slightly bent. The returned sample appeared used as there is biological material present on the device. No other defects or anomalies were observed. Reference files (B)(4) for investigation photos. The partially loaded clip was manually removed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. No clip was fired upon the first complete cycle of the trigger since the partially loaded clip was already removed. Another attempt was made and the next clip was unable to properly load into the jaws of the device but was able to close. The next clip was unable to load completely into the jaws and it broke as it was being loaded. It could not be determined how it broke. The fourth clip was also unable to properly load but was able to close. The fifth and final clip other remarks: was able to properly load and close. The sample was returned with 5 clips remaining in the channel indicating that 10 clips were fired by the end user. The damage to the rotation tab and the tube could both contribute to some of the clips being unable to load into the jaws properly. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips not loading properly" was confirmed based upon the sample received. One device was returned. The device was returned with the rotation tab bent and the tube slightly bent. Upon functional inspection, only one of the remaining clips was able to properly load into the jaws of the device or close. The damages to the rotation tab and the tube prevented some of the clips from being able to properly load into the jaws of the device. At the time of manufacturing assembly, the autoend05 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. The device was received with 5 clips remaining in the channel indicating that 10 clips were fired by the end user. Based upon the damage observed and the information provided, operational context caused or contributed to this event.

Event description:
First 3 clips were fired and loaded to the applier properly. When the physician fired the 4th clip to ligate the right gastroepiploic artery, the clip was not loaded properly and it fell from the applier into the patient. The fallen clip was immediately removed and next clips from 5th to 8th were fired without problem. The 9th clip was not loaded properly and the applier jaws would not open. There was no patient injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
First 3 clips were fired and loaded to the applier properly. When the physician fired the 4th clip to ligate the right gastroepiploic artery, the clip was not loaded properly and it fell from the applier into the patient. The fallen clip was immediately removed and next clips from 5th to 8th were fired without problem. The 9th clip was not loaded properly and the applier jaws would not open. There was no patient injury.